Event description:
Caller states the patient tested 2.5 inr on the coaguchek s system and 1.7 inr on a comparison lab. Caller was unsure of action taken, however states she thinks action was taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.